Event description:
It was reported that early during a laparoscopic hepatectomy procedure, the tissue pad broke. The tissue pad did not fall into the pt. It was not reported which device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.